Event description:
Customer reported, receiving erratic readings on their adc blood glucose meter. Customer reported, receiving readings of 32 mg/dl and 326 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6), has been returned and investigated. Test strips 4500168626 were not returned. Performed visual inspection on returned reader and few scratches observed on the screen. The reader turned on by button press. Event log for the reader was uploaded. And control solution test was performed, using retain strips with low and high control solutions. Observed the results to both the tests was satisfactory. No malfunction or product deficiency was identified. Retain testing was performed, using spiked venous blood at both low (5mm) and high (15mm) levels. The extreme variation in results was not observed, during retain testing. All results of the retain testing fell within the parks error grid a and b zones. Visual inspection of the retain strips did not identify any defects. Extended investigation has been performed for the reported complaint. And there was no indication, that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed, the precision strips passed all tests prior to release. If test strips are returned, a physical investigation will be performed, and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 (addtl mfg narrative), has been updated to include the extended investigation results.

Manufacturer narrative:
Reader (B)(4) has been returned and investigated; test strips 4500168626 was not returned. Performed visual inspection on returned reader and few scratches observed on the screen. The reader turned on by button press. Event log for the reader was uploaded and control solution test was performed using retain strips with low and high control solutions. Observed the results to both the tests was satisfactory. Issue is not confirmed. Retain testing was performed using spiked venous blood at both low (5mm) and high (15mm) levels. The extreme variation in results was not observed during retain testing. All results of the retain testing fell within the parks error grid a and b zones. Visual inspection of the retain strips did not identified any defects. Based on the results of the investigation no malfunction was identified. If test strips are returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 32 mg/dl and 326 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.